Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The specimen presents a large radius bend located 2.5 to 6.5cm from the distal tip; consistent with tensile strain deformation. The nature of the bend damage suggests the wire entered into a constraint condition and was manipulated against resistance. As noted in the device instructions for use (dfu), "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guide wire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Physician said when they were using the wire, it kept on getting sticky inside the catheter. He said they would wet down the wire but it would still kind of be sticky and then once they put the stent in, the wire just stuck inside of the catheter and they could not get it out. As they deployed the stent, they removed the wire and the stent system together and then they were able to get the wire out of the stent and he ended up using another zipwire but he used the standard so he could finish doing the rest of the procedure. The procedure was completed with a standard zipwire. The wire was in the body when it got caught. It happened during procedure. Patient is fine. No complications.